Manufacturer narrative:
Device eval: the suspect device has not been returned for eval. The user did not specify if this was the initial use of the device. The device history record and complaint database were not reviewed for lot specific info. The user did not provide a lot number. A follow-up report will be submitted when the eval has been completed.

Event description:
The user reported that the roller clamp would not stop the flow of fluid completely. No harm or injury was reported.